Event description:
Patient implanted with the remede system on (B)(6) 2026. Patient's wife called provider's office on (B)(6) 2026 and reported that there was pus coming out of remede incision site, but the patient denied redness and inflammation around site and denied fevers. Patient was started on keflex 500 mg bid for 10 days. Patient presented to provider's office on (B)(6) 2026. Wound was open with possible infection, and it was recommended that the device be removed and start another round of antibiotics post explant. Patient presented to the or on (B)(6) 2026 for system explant. Debridement at the skin edge was performed to clean all of the infected material. There was no pus in the pocket but there was clear yellow fluid that was coming out of the pocket. The remede system was explanted without difficulty, and the patient was prescribed another round of keflex 500 mg bid for 7 days.